Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
The customer reported the system was leaking from the bottom. The event occurred during a procedure which was concluded with the same system and without problems. Add'l info was requested.